Event description:
It was reported that this lead exhibited high out-of-range pacing impedance measurements once connected to the device battery at time of initial implant. A different lead was implanted instead. No adverse patient effects were reported. Lead return is expected.

Event description:
It was reported that this lead exhibited high out-of-range pacing impedance measurements once connected to the device battery at time of initial implant. A different lead was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, with the helix slightly extended and deformed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.